Manufacturer narrative:
Per phone conversation with the fse on (B)(4) 2014, the controls were in range but the rbc recovery was on the low side, therefore the bsv assembly was replaced improving the control recovery; the bsv air cylinder and solenoids were checked for verification. The customer was advised not to use the instrument for patient reporting until performing a calibration and verifying the rbc calibration. (B)(4).

Event description:
The fse called to file a cf based on the replacement of the bsv on the coulter lh 750 hematology analyzer as a critical component; the rbc results on controls were bias low but within range. No erroneous results were generated for this event.